Manufacturer narrative:
Surgeon was doing a hernia repair, grasped tissue, and the jaw broke. This incident did not cause any injury to the pt. The production documents of this lot are proof that the right materials/components were used and that the instruments were mfg in accordance with the given production specifications. Conclusion: the visual inspection showed that the jaw had broken off and the jaw part had been badly cleaned. Also, the draw rod is slightly bent. However, it is inconceivable to us, how - while grasping soft tissue - the jaw could have broken off and the draw rod get bent. Therefore, the instrument must have been baldy misused or abused. Our trend analysis shows that this article is not inclined to break and it can be assumed that there was no material defect, no defect in design or any defect in mfg. Thus we feel that no corrective action is to be taken on our part.